Event description:
The account observed inconsistent alinity I total bhcg results with a female patient sample. Sid (B)(6) year old female, black race, pregnancy location unknown with query of ectopic) tested positive of 36, 44 iu/l and negative of <2, <2 iu/l. Additional 8 replicates were negative of <2 iu/l on another alinity analyzer. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2022-00049 (B)(4) as manufacturing site) with suspect medical device of alinity I total b-hcg reagent kit, list 07p51-30. After further evaluation, the suspect medical device was changed to alinity I processing module, list 03r65-01 (B)(4) as manufacturing site), which is this report. Field service inspected the module and observed buffer residue on the wash zone manifold. The wash zone manifold was cleaned and reinstalled, resolving the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no additional discrepant patient results documented since the wash zone manifold was cleaned and reinstalled on the module. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of erratic sample results. The alinity I service documentation provides removal and replacement procedures for the wash zone manifold. No trend was identified for tickets with replacements for the wash zone manifold the corrective and preventative action system search did not identify a nonconformance or potential nonconformance for complaint part number. No adverse trend for the alinity I and no similar issues for discrepant results as described in this complaint were identified. No product deficiency was identified.